Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Customer will not release. Additional information was requested and the following was obtained: the degree of burn is unknown, but there was no swelling or redness. Dermabond was used to address the burn with no further complications.

Event description:
(B)(4).